Event description:
The coating from the sensor guidewire flaked off into the pt's during a therapeutic ureteroscopy procedure. There were no pt complications involved. Another device was used to successfully complete the procedure.